Event description:
It was reported that this programmer started smoking upon plugging in. As of this time, this programmer remains in service. No patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.